Manufacturer narrative:
A ge service representative performed an on site investigation. The generator, switch, and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the sys had a communication error and would not boot. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.